Event description:
It was reported that the nurse pricked herself with the needle when she opened it. The physician quickly looked for the needle cover but couldn't find it. Perhaps it was never attached to begin with. It has not been used on a patient. When the container was opened, there was no needle cover, so the nurse pricked herself with the needle. First aid was administered with bandage etc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle cover was inconclusive due to the state of the returned sample. The product returned for evaluation was one opened 22g x 0.75in. Safestep infusion set. The returned product sample was evaluated and all parts were inventoried. It was determined that the needle cover was missing and could not be accounted for; however, the opened state of the packaging made it difficult to assess when and where the component(s) went missing. Additionally, microscopic inspection of the returned sample was unable to find any blood residue, making it unlikely that this is the same unit described in the event description. The complaint of a missing component could not be independently confirmed without evaluation of a sealed kit; however, the report of a missing component has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.